Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the vns patient¿s lead reportedly snapped when connected to the replacement generator. The patient¿s lead was also replaced during the procedure. The physician stated that the patient¿s lead was weakened which caused the break. The explanting facility discarded the explanted device; therefore, no analysis can be performed.